Event description:
It was reported that while performing a ptca procedure in an eccentric lad lesion, the balloon ruptured at 6atm and a dissection occurred. A stent was placed to repair the dissection. The patient is reportedly doing well.